Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 1 device was received. 3 devices were evaluated in the field. Event confirmation status: 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 3 devices were found to be affected by a bent foot. 1 device had no problem found. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was bent. 4 events had no patient involvement; no patient impact.